Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient was asleep at the time of the events. Technical services advised some testing options for the clinici. There were no additional adverse patient effects. The system remains implanted.